Event description:
It was reported that in the ICU, after passing the catheter over the guide wire that was placed in the patient's subclavian, the user attempted to remove the guide wire and in doing so, the wire "twisted and shredded" then eventually broke. The breaking of the guide wire caused an accident with the doctor on call, who was pierced and cut by it. The patient's condition decreased to a critical condition and arf (acute respiratory failure) type I. A lung biopsy was performed. The patient's condition was followed by other complications that persisted until the patient's death on (B)(6) 2015. The patient's death was not a result of product failure, instead was caused b y a history of serious disease prior to the puncture.

Manufacturer narrative:
(B)(4). This is the second event involving the same pt. The initial event was reported under MDR# 1036844-2015-00215.